Event description:
During post procedure sheath removal, a tr band was applied to patient for hemostasis. After inflating tr band, the inflation syringe was removed in a normal fashion, however the slip tip portion of the syringe came apart causing the tr band to deflate and blood loss from the access site. Manual pressure was held at site until another syringe was available. The new syringe was intact and operated normally as expected. Syringe for device malfunctioned (broke) during application reported by staff. Bleeding at site due to malfunction of device. Appropriate actions taken by staff to obtain hemostasis.